Event description:
Healthcare professional reported right side "possible deflation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "possible deflation".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later called to report a right side rupture. Patient stated that they had an MRI to confirm the rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side rupture via MRI. Patient additionally reported " worried about possible diagnosis of lymphatic cancer". Later healthcare professional reported "multiple radial folds a small perrimplant effusion, breast ptosis, calcific. Hard periprosthetic capsule and circumferential trunk dermatochalasis" via or. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture and anxiety - product/ procedure was received on (B)(6) 2025, with lot number 2368556. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.